Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed lesion being treated was located in the moderately tortuous, non-calcified distal left circumflex (lcx) artery. The lesion was predilated with a non-bsc balloon. The physician attempted to place the 2.50x28mm taxus liberte stent, but was unable to cross the lesion after several attempts. Upon removal, the stent strut was found to be flared. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).